Manufacturer narrative:
Eval summary: the intent of the lag screw and sliding nail cap design is to allow the lag screw sliding to help allow fracture settlement. No further investigation can be made at this time with the available info. Cause cannot be definitively determined. No product, pre-op, or post-op x-rays were returned for eval. No lot number was provided; therefore, device history records could not be reviewed.

Event description:
It is reported that the device was implanted in 2006, due to a right femoral fracture. The lag screw has migrated a moderate distance. It is unk if a revision surgery is scheduled or not.